Event description:
It was reported that during a rectal cancer resection procedure, the claw of the device could not be opened. Changed to use another like device to finish the procedure. There was no patient consequence.